Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp and verified the reported malfunction. The fse replaced the power management board. The unit is now fully functional. The fse performed all functional and safety checks to meet factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit batteries were not charging. There was no patient involvement, and no adverse event reported.